Event description:
It was reported to boston scientific corporation that during a posterior repair procedure using a pinnacle posterior pelvic floor repair kit, as the physician was firing the first leg assembly, the suture, with the needle at the end, detached. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).